Manufacturer narrative:
Evaluation included a review of complaint text, complaint history, a review of labeling, and accuracy testing. The customer observed architect intact pth reagent lot 02714g000 generated falsely elevated results for a patient sample which was discrepant with another method. No customer returns were available for review. A review of complaints received to date did not identify an increase in complaints for falsely elevated ipth results with this lot. Accuracy testing was performed using reagent lot 02714g000 which met acceptance criteria. The customer was referred to a study, (performance characteristics of six intact parathyroid hormone assays), sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010) for additional information. A review of labeling shows that inconsistent ipth results are discussed adequately. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. Limited troubleshooting was performed. Additionally, the product claim indicates a positive bias to the comparison assay. No additional product issues were identified; no further investigation is required. Based on the investigation it was determined that the architect intact pth assay is performing as intended.

Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on four patients compared to the roche cobas method. The results provide were: pt#1 arch=127.4pg/ml (normal range 8-74pg/ml); roche=75 (normal range 15-65pg/ml); pt#2 arch=62.3 /roche = 33; pt#3 arch=143.7 /roche=97; pt#4 arch=88/ roche=63. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.